Manufacturer narrative:
Eval summary: the pacific xtreme pta balloon catheter was returned for eval. The proximal part of the outer shaft is kinked. A longitudinal rupture was noted in the mid to distal portion of the balloon. No leakage from the shaft was observed. (B)(4). Result and conclusion: tasc b type eccentric, diffuse, 10cm long lesion, with 90% stenosis and heavy calcification.

Event description:
An attempt was made to use a pacific xtreme pta balloon catheter to treat an eccentric, diffuse tasc b type lesion located in the sfa described as 10cm long, heavily calcified with 90% stenosis. The device was inspected prior to use with no abnormality noted; however, it was reported that when the balloon was inflated to 11 atms, leakage in vivo was noted. Upon removal, a pinhole was noted on the balloon of the pacific xtreme device. Shaft leakage was also reported. It was reported that the procedure was successfully completed with another pacific xtreme pta balloon catheter. The pt is reported to be fine. No clinical sequelae were reported.